Manufacturer narrative:
During the review of the device history record it was identified that the serial number provided by the customer was not valid. Attempts were made to obtain the correct serial number information. However, our customer stated serial number (B)(4) is what their records indicated that the serial number was for this patient. Lastly, the customer also stated that there is no way to confirm the actual serial number until the lead is explanted and/or returned.

Event description:
As reported the lv lead was capped due to a capture anomaly.